Manufacturer narrative:
As reported, during laparoscopic inguinal hernia repair, capsure fixation device released two fasteners together. Evaluation of the returned sample could not reproduce the reported event. The device functioned as intended during functional and simulated use testing, deploying the last remaining fasteners with no issues. Review of manufacturing records shows product was made to specification. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during laparoscopic inguinal hernia repair, a capsure device was used for fixation. After successfully firing three fasteners, a misfire occurred and following that, two fasteners were discharged simultaneously. Subsequently, the trigger became stiff, and the stainless steel part of the fastener was bent upon discharge. As reported, another device was used to complete the procedure. It was also reported that fixation was not applied to hard structure/bone/cooper¿s ligament. There was no patient injury.